Event description:
The event is reported as: during use, the applier blocked and then it was impossible to deliver the clips. No patient injury or intervention reported.

Manufacturer narrative:
The device sample was sent to the manufacturing site for evaluation. The results of the device evaluation and investigation report were not available at the time of this report.